Event description:
It was reported that a clearlink buretrol solution set had air in line under the drip chamber during priming with a lactated ringers injection. The customer stated that the amount of air varied, but there were bubbles as long as 1/2 inch observed. Per the report, no air is observed until "they open up the valve and prime the distal tubing; it allows air in the line." The customer said that no other in-line set or syringe was being used; the problem was occurring on the stand alone device. Per the customer, the problem has been recurring. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 2 of 3 of the same reported event from this facility.

Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available. (B)(4) address the same event as this report.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection, clear passage test, pressure test and functional testing were performed. No malfunctions were identified during evaluation; therefore, a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.